Event description:
Event description guidant received information that the patient with this pacemaker was admitted to the hospital, secondary to a syncopal episode. There is a known (unspecified) issue with the atrial lead and it was programmed to unipolar configuration. Lead impedance measurements on this lead were within normal limits in both unipolar and bipolar configuration. For unknown reasons, the ventricular lead was also programmed to unipolar configuration and noise was present. The noise was unable to be reproduced in bipolar configuration. Due to the potential loss of output, the caller questioned whether this device was included in the recent advisory. All daily measurements were present.